Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on (B)(6) 2020. The most recent information was received on (B)(6) 2021. This spontaneous case describes the occurrence of abdominal pain ('severe pain/ abdominal pain') in a 43-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), adenomyosis ("adenomyosis"), arthralgia ("joint pain (arms, legs, back)"), migraine ("migraines"), vertigo ("vertigo"), dizziness ("dizziness "), tendonitis ("tendinitis"), tendon rupture ("torn tendons"), gastric disorder ("stomach problems"), fatigue ("extreme fatigue, very tired") and amnesia ("memory loss"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, genital haemorrhage, adenomyosis, migraine, vertigo, dizziness, tendonitis, tendon rupture, gastric disorder and amnesia outcome was unknown and the arthralgia and fatigue had not resolved. The reporter provided no causality assessment for abdominal pain, adenomyosis, amnesia, arthralgia, fatigue, gastric disorder, genital haemorrhage, tendon rupture, tendonitis and vertigo with essure. The reporter considered dizziness and migraine to be related to essure. The reporter commented: events started after the essure insertion. Her general condition was deteriorating. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new ha reference added. Patient date of birth and weight added. Essure date implanted and date explanted added. Events outcome ¿joint pain¿ and ¿fatigue¿ updated. New events: migraines, dizziness added. Event pain was specified as abdominal pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jul-2020. The most recent information was received on 29-jul-2020. This spontaneous case describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), arthralgia ("joint pain (arms, legs, back)"), tendonitis ("tendinitis"), tendon rupture ("torn tendons"), fatigue ("extreme fatigue"), vertigo ("vertigo"), gastric disorder ("stomach problems"), amnesia ("memory loss") and adenomyosis ("adenomyosis"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, tendonitis, tendon rupture, fatigue, vertigo, gastric disorder, amnesia and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, amnesia, arthralgia, fatigue, gastric disorder, genital haemorrhage, pelvic pain, tendon rupture, tendonitis and vertigo with essure. Most recent follow-up information incorporated above includes: on 29-jul-2020: reporter regulatory authority added. Product tab updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 22-jul-2020. The most recent information was received on 06-aug-2020. This spontaneous case describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), arthralgia ("joint pain (arms, legs, back)"), tendonitis ("tendinitis"), tendon rupture ("torn tendons"), fatigue ("extreme fatigue"), vertigo ("vertigo"), gastric disorder ("stomach problems"), amnesia ("memory loss") and adenomyosis ("adenomyosis"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, tendonitis, tendon rupture, fatigue, vertigo, gastric disorder, amnesia and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, amnesia, arthralgia, fatigue, gastric disorder, genital haemorrhage, pelvic pain, tendon rupture, tendonitis and vertigo with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ('severe pain') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), arthralgia ("joint pain (arms, legs, back)"), tendonitis ("tendinitis"), tendon disorder ("torn tendons"), fatigue ("extreme fatigue"), vertigo ("vertigo"), gastric disorder ("stomach problems"), amnesia ("memory loss") and adenomyosis ("adenomyosis"). The patient was treated with surgery (uterus and fallopian tubes removed). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, arthralgia, tendonitis, tendon disorder, fatigue, vertigo, gastric disorder, amnesia and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, amnesia, arthralgia, fatigue, gastric disorder, genital haemorrhage, pelvic pain, tendon disorder, tendonitis and vertigo with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.